Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited myopotential oversensing with pacing inhibition; the patient experienced dizziness and palpitations. Oversensing could be reproduced with arm movements in the clinic. It was noted that the patient had a history of noise on the ventricular lead. The patient is not pacemaker dependent. No intervention has been performed.